Manufacturer narrative:
H.3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needle 27ga 1/2in needle pulled out of hub. The following information was provided by the initial reporter translated from dutch to english: hereby I would like to report a complaint. This morning the veterinarian injected a cat with i.m. The cat was somewhat mobile (which happens quite often). However, when she finished doing this, she noticed that the needle was no longer on the gray plastic part. This appeared to still be in the cat. Fortunately, we still found it and were able to get it out, but it doesn't seem to me that a needle breaks off?

Manufacturer narrative:
Correction: cancel MDR. This event relates to a device that was used in veterinary care and does not qualify for reporting to the FDA.